Event description:
In 2004 (approximately), the pt reportedly hit pt's head and was experiencing dizziness and lethargy.. The pt was treated for flu-like symptoms. Five days later, the pt began to experience seizure activity. The pt was admitted into the hospital and placed in a barbiturate-induced coma. The treating physician stated that the pt appears to have viral meningitis unrelated to the cochlear implant.